Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a past hospitalization on (B)(6) 2009 due to low blood glucose levels. Customer stated he miscalculated a bolus and stopped his car in the middle of the street. The customer was picked up by the ambulance and taken to the hospital. The customer's reading was 62 mg/dl at the time of admission. The customer stated that sometimes he remains connected when he removes the reservoir from the device; customer was advised not to do so. The outcome was that the device appeared to be working correctly. Nothing was replaced or returned for analysis.